Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) reseated the row board cable. The fse then reseated the cable at the drawer controller pyxibus module controller, the retractor cable, and the internal pyxibus cable. The drawer was rebuilt and proper operation was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and not detected on bus. User tried shutdown the station by unplugging the power cord and reconnect, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.